Event description:
The pt experienced anaphylactic shock within 30 minutes of the insertion of the laminaria. The pt was given an injection of benadryl and the laminaria was removed. The pt responded favorably.